Event description:
It was reported that the implantable cardiac monitor (icm) exhibited intermittent undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was further reported that the device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.